Manufacturer narrative:
The device was received in backup mode, which occurred post-explant consistent with battery fluctuation. The device image was reviewed, which indicated the device was programmed to auto-capture mode and the pacer was in high output mode at times, which is consistent with the device triggering a false early elective replacement indicator (eri) while implanted. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. After replacing the battery, the device code was re-loaded without anomaly and the pacer operation was restored without any issue. The total projected longevity based on field settings was exceeded and is considered normal battery depletion. The reported event of an incorrect longevity estimation was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was found to be at elective replacement indicator (eri) unexpectedly. The physician alleged that the longevity estimate given at the previous follow-up was overestimated. Premature battery depletion was not alleged. The device was explanted and replaced for normal eri, and the patient was stable with no consequences.